Event description:
Customer stated she put a reusable cold pack on her foot on 6/13. Compress was left on for less than 20 minutes. After removing the cold pack, she noticed it was painful. The next morning, 6/14, she noticed a 2x3 inch area had blistered. There were minor blisters over the area the cold pack touched, but worse where the cold pack was wrapped the tightest. She did not treat or cover the affected area for five days as she could not miss work. On 6/17, customer went to a nurse in a burn center. The nurse cut off dead skin and applied ointment on the affected area, and gave pain medication. On 6/23, customer went to the ER, there was dead skin forming and was numb around the area. ER wanted customer admitted. She was scheduled for surgery for a skin graft. She was admitted into hosp on 6/28. Customer did not need surgery as the area was responding to the medication the dr prescribed. Customer stated she is aware of the 20 mins on/ 20 mins off recommendation and even though she abided by it, she still got 3rd degree frostbite on her foot and had to go to the hosp. Customer states she has documentation from the doctor stating the cold pack caused the frostbite. Instructions for use and cautionary language printed on outer cover of reusable cold pack and package labeling state: use with cover or wrap in cloth for insulation. To avoid frostbite, cold therapy should not exceed 20 minutes at a time. Individuals with problems sensing cold should use extreme caution with this product. Note - cover wrap for reusable cold pack is included in the product packaging. Product packaging displays a picture of placing the cold pack in the cover wrap and applying the covered cold to an individual's skin.

Manufacturer narrative:
Product was not returned. Results: product was not returned.